Event description:
While suctioning pt with a tonsil suction tip, the dr noticed something in the pt's mouth. It was a small piece of hard plastic. Upon investigation, it was determined to be a piece from the end of the suction tip. Pt showed no sign of injury or distress from the incident.